Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 03/29/2016 with the following findings: during investigation the battery compartment was observed to be cracked at threads and the display was found to be dim and discolored. The audio bolus button cover was observed to be torn. Unrelated to these issues, the pump¿s case was found to be cracked between the lens and the sealing. Also unrelated to these issues, a review of the cgm history showed evidence of cs215 cgm failure warnings. During testing, the pump was unable to pair with a test transmitter due a cs215 warning. The pump failed an rf test due a ¿read fw rev¿ error. The pump¿s cover was removed and revealed a cold solder connection on transceiver board. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6). (B)(4).

Event description:
The pump was returned for investigation. Evaluation also revealed that the battery compartment was cracked at the threads and the display was found to be dim and discolored. Investigation also revealed that the audio bolus button cover was torn. There was no adverse event associated with this complaint. This report is made based on results of investigation completed on 03/29/2016.